Manufacturer narrative:
Device not available for return.

Event description:
A percival valve was implanted on (B)(6) 2018. It was reported that a structural failure led to valve leakage, requiring reoperation. No other information was provided. The duration of implant at the time the leak was identified is not known.

Manufacturer narrative:
The manufacturing and material records for the perceval heart valve, model #: icv1209, s/n #: (B)(4), and nitinol stent, as they pertain to the reported event, were retrieved and reviewed by quality engineering at livanova canada corp. The results confirmed that this valve satisfied all material, visual, and performance standards required for a (model #: icv1209) perceval heart valve at the time of manufacture and release. As the device was not received for analysis, no device investigation could be performed. However, based on the document review conducted no manufacturing deficiencies were identified. Given the limited information provided, the root cause of this event remains unknown. Correction: the manufacture date is reported in this report because it was inadvertently omitted from the last follow-up.

Event description:
A perceval valve was implanted on (B)(6) 2018. It was reported that a structural failure led to valve leakage and requires reoperation. An attempt will be made to re-balloon the valve. No other information was provided. The duration of implant at the time the leak was identified is not known.